Event description:
Follow up identified a replacement charger was sent to the patient. The patient reported he was able to successfully charge his scs ipg. The reported issue has been resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was not holding a charge. The patient stated he charged the ipg for eight hours, but the patient programmer displayed "ipg battery low recharge" error message. A company representative met with the patient and troubleshooting was unable to resolve the issue. Reportedly, the patient requested his scs ipg be replaced.